Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that their controller will not turn on. Caller stated that they tried everything to get it to turn on but it won't. Caller added that this happened before when they were charging the implant, the controller went completely black and they had to plug the controller into the ac power supply to get the controller to turn back on. Caller stated that it was not working today no matter what they did. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 60% recharging and the implant is empty. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller then connected recharger and confirmed charging excellent. Caller noted that it will do this for 5-10 minutes but then they will see the green light go away and the controller will remain unresponsive. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller mentioned that their primary care provider is in the process of referring them to a neurosurgeon.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.